Manufacturer narrative:
(B)(4). Review of operative notes confirms that the patient underwent irrigation and debridement of surgical wound with revision of the scar for wound breakdown, dehiscence, redness, warmth, infection. Inflammatory markers were elevated. A hip aspiration revealed 2,000 wbc and 12% neutrophils. Cultures taken during the I&d were positive for staphylococcus, coagulase negative. Operative notes state the tensor fascia was healed and intact so the surgeon elected not to go deep into the joint, no product was removed or exchanged. The patient was placed on oral antibiotics and infection diseases follow up. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical devices: item # unk, stem, lot # unk, item # unk, shell, lot # unk, item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05043, 0001825034 - 2018 - 05044, 0001825034 - 2018 - 05045.

Event description:
It was reported that approximately 1 month post implantation, patient had presented with some wound breakdown and dehiscence. Labs indicated inflammatory markers were elevated. The hip joint was aspirated, which revealed 2000 wbcs with 12% neutrophils. At the time of the initial surgery, cultures were negative for growth. Wound revision was recommended, and patient underwent irrigation and debridement of the left hip.